Event description:
Infant was placed on ventilator, (imv mode, rate 20bpm, fractional inspired oxygen 30%, peep 3cmh2o, peak inspiratory pressure 20 cmh2o), the staff noted a flash from the flow sensor. The flow sensor was immediately removed from the pt breathing circuit; and a replacement sensor was installed. No injury noted to pt, weaned from vent week later and discharged home at end of month.